Event description:
Per provider, the patient was in house using wheelchair self propelling, and the left side cross brace gave away and she fell back into the chair and received bruises on her lower left hip. No medical attention sought. The dealer is also replacing the right side crossbrace he feels it has been compromised when patient weight shifted.